Manufacturer narrative:
The subject device was received and evaluated. Device evaluation noted the reported customer issue was confirmed. Evaluation noted the insertion tube was noted with dents. The bending section a-rubber was torn. Additionally, evaluation found the objective lens adhesive missing and the light guide lens was found damaged. Based on investigation results, the reported customer issue was confirmed. Probable cause based on reasonably known information based on device evaluation was due to physical stress, wear, bending, deformation attributed to component failure.

Event description:
Customer reported "denting of inner channel upon routine inspection" . The issue was found during routine inspection. Event date was not provided. There was no patient involvement in this reported event. Device inspection found the objective lens adhesive missing.